Event description:
The account alleged the head hi/low is drifting and it is a slow drift. No impact or injury.

Manufacturer narrative:
Technician told the account to change the head hi/low down valve first and then the trendelenburg valve if the head hi/low down valve does not fix the issue. No further info is available on the repair of the bed at this time.